Event description:
Information was received from a consumer via a company representative in regard to a patient receiving clonidine via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient went in for a standard refill. An hour or so after, the patient reported they were getting sleepy. The patient was taken to the emergency room (ER) where the patient was diagnosed with clonidine overdose. This occurred within an hour or so after a refill. No diagnostics or troubleshooting was performed. The patient went to the ER and was observed accordingly. The patient left the ER and has been home for a week with no incident since. The issue was resolved at the time of report. The patient status at the time of report was alive ¿ no injury. No surgical intervention occurred or was planned. The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.